Manufacturer narrative:
This report is submitted on september 13, 2019.

Event description:
Per the clinic, the patient experienced migration of the electrode; subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 25, 2019.